Event description:
It was reported that the arterial pressure (p-art) was out of specification. The failure occurred during preventive maintenance. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the arterial pressure (p-art) was out of specification. The failure occurred during preventive maintenance. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no pump stop could be confirmed on the date of event. A similar failure was investigated by getinge life-cycle-engineering on (B)(6) 2023 with following conclusion: the failure could be confirmed. The most probable root cause that the wetting of the socket plan from the hls connector affected the measurement voltages for the arterial pressure. This lead to the unstable value changes of the pressure. Referring to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter 6.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2023-11-02 for the period of 2014-10-23 to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-10-23. Based on the results the reported failure "pressure reading issue" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
UDI related data quality updates only. This follow-up emdr is submitted to provide a statement regarding the lack of UDI number for the device related to this event. No UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available. The investigation results have not been changed since the last emdr (mfg report number: 8010762-2023-00540).

Event description:
Complaint ID#: (B)(4).